Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Even though no such causal event like an accident is mentioned in the patient report. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is reported to have suddenly lost access to sound with the device. No trauma or accident was reported. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Recipient reported to have suddenly lost access to sound with the device. No trauma or accident was reported. No redness or swelling over implant site. Re-implantation is considered however no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have suddenly lost access to sound. No trauma or accident is reported. Reimplantation is considered.